Event description:
It was reported by svc report that hydraulic fluid was leaking onto the floor from the fowler cylinder. The customer reported that they did know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.